Event description:
A user facility filed a complaint stating that an ambulatory electromechanical infusion pump did not deliver drug (5-fu) during chemotherapy treatment. The patient was on a 7-day infusion therapy. On the sixth day of therapy, the pump alerted a malfunction at the patient's home, but the clinic was unable to provide information on the type of alert. When the patient returned to the clinic, there was no drug infused from the drug reservoir and 3cc of blood was in the reservoir. There is no report of patient injury for this incident.